Event description:
It was reported that the stopper separated from the relion® insulin syringe plunger rod during use. Additionally, it was reported that the plunger rod was difficult to move, and the device was being used on the consumer's dog. The following information was provided by the initial reporter: "found 3 syringe stopper came away from the rod and also plunger rod hard to move on the same syringe. Using for her dog."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the stopper separated from the relion® insulin syringe plunger rod during use. Additionally, it was reported that the plunger rod was difficult to move, and the device was being used on the consumer's dog. The following information was provided by the initial reporter: "found 3 syringe stopper came away from the rod and also plunger rod hard to move on the same syringe. Using for her dog."